Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The first customer provided image confirms that the device is in the dyonics handpiece family product line. The second customer provided image confirms an e6 error (blade stall error). No product identification information was provided and thus a manufacturing record review could not be conducted. No product identification information was provided and thus a complaint history review could not be conducted. A review of the operations service manual found the following warnings and precautions: do not operate the handpiece in the open air for an extended period. Lack of irrigation may cause the motor or blade to overheat and seize. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, at the beginning the doctor requested a blade which it was opened and placed in a handpiece but when they were testing it, both outside and inside the patient, it did not work "blade did not turn" and a sign was shown which said that the blade was clogged in the monitor. Even though it was a new, it goes out and then it comes on; the blade was taken out for cleaning with no residue. Instead of improving, the handpiece began to heat up and the shaver was not used. It was resolved using the medium razor with another blade. No significant delay and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.